Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: h6: investigation summary: four samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. All samples expelled the solution with normal flow. A device history record review was completed for provided lot numbers 1054910, 2024137 and 1116361. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that 3 bd safetyglide¿ needles from lot 1054910, 7 from lot 2024137, and 1 needle from lot 1116361 were clogged prior to use on patients. The following information was provided by the initial reporter: "occluded needles... Level of harm: no effect - did not reach patient - detected before use or does not touch person during use... Some needles completely occluded, some just sticky. Who was affected? No person affected. Unexpected or prolonged care? No. Frequency of problem: recurring... Additional information received 05-may-2023: ¿ can you please advise what is meant by "some are just sticky"? Is there foreign matter on the needle? If so is it in the fluid path ? I believe it is that the users feel resistance whether when drawing up or trying to expel the solution drawn up... ¿ can you please clarify if the needles were used on patients or was the issue caught prior to use? I believe they were all discovered before use on a patient. ¿ was there any, unplanned medical or surgical intervention (e.g., additional/alternative medications, imaging, etc.) Required to avoid patient harm, if not previously provided. No... I do not believe there was any foreign substance but that the needles were occluded or sluggish due to excess silicone used in the manufacturing process, not visible by the user."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 1054910. D.4. Medical device expiration date: 28-feb-2026. H.4. Device manufacture date: 23-feb-2021. D.4. Medical device lot #: 2024137. D.4. Medical device expiration date: 31-dec-2026. H.4. Device manufacture date: 24-jan-2022. D.4. Medical device lot #: 1116361. D.4. Medical device expiration date: 30-apr-2026. H.4. Device manufacture date: 26-apr-2021. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd safetyglide¿ needles from lot 1054910, 7 from lot 2024137, and 1 needle from lot 1116361 were clogged prior to use on patients. The following information was provided by the initial reporter: "occluded needles... Level of harm: no effect - did not reach patient - detected before use or does not touch person during use... Some needles completely occluded, some just sticky who was affected? No person affected unexpected or prolonged care? No frequency of problem: recurring... Additional information received 05-may-2023. Can you please advise what is meant by "some are just sticky"? Is there foreign matter on the needle? If so is it in the fluid path ? I believe it is that the users feel resistance whether when drawing up or trying to expel the solution drawn up... Can you please clarify if the needles were used on patients or was the issue caught prior to use? I believe they were all discovered before use on a patient was there any, unplanned medical or surgical intervention (e.g., additional/alternative medications, imaging, etc.) Required to avoid patient harm, if not previously provided. No... I do not believe there was any foreign substance but that the needles were occluded or sluggish due to excess silicone used in the manufacturing process, not visible by the user."